Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Unfortunately, we did not receive any samples for evaluation, nor did we receive any photographic or visual evidence. Based on the known issue the complaint was confirmed. To address this issue, CAPA ca-00047 has been initiated which is in the implementation phase. As part of CAPA purple luer has been introduced with the product to resolve the issue. There were no similar complaints found in the lot.

Event description:
Reporter stated "when doctors at (B)(6) center installed a number of cases, it became clear that there was a leak inside the body and great difficulty in arranging and removing it from the patient¿s body, and the sharp part of the material was not sharp enough to penetrate the patient¿s body from the inside. I personally attended more than one failed installation of the product."